Manufacturer narrative:
Examination of the reported device found the device met specifications both in the ha coating and dimensionally, as found on depuy (B)(4). Analysis of the returned products show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is noted a presence of osseousintegration. Review of provided patient x-rays confirms the stem sizing was not optimal and the stem has subsided. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision surgery performed due to pain. Reason was released stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.